Event description:
It was reported by the affiliate in united kingdom that during service and repair, it was determined that the hd pscp,4.0,30,167, mitek device scope was broken due to a crack / water damage prior to surgery. During in-house engineering evaluation, it was determined that the found to be broken. There was no procedure involved. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the unit was returned to depuy synthes for evaluation. Per s&r engineer and service manual operational, the device was found to be broken and deemed non-repairable, therefore this complaint can be confirmed. The repair was declined and it was not restored to the specifications. It is being placed into long term hold. With the given information, we cannot determine the root cause of the reported problem. At this point in time, no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy mitek quality process all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. UDI: (B)(4).